Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The breathing system assembly was replaced to resolve the reported issue.

Event description:
The hospital reported that, during patient use, the faulty bag to vent switch would not able to trigger the ventilation mode. The bellows came down with the circuit leak. The leak amount was unknown, there was no reported patient injury.